Event description:
Without using the (recalled) philips dreamstation CPAP I am unable sleep and began having episodes of irregular heart rhythms and tachycardia. I was hospitalized and began taking a beta blocker. I also am having circulatory issues with blue feet and hands. I purchased an inline filter for extra protection and continue to use the device as I cannot buy a new one out-of-pocket and am not yet eligible for a new device through my insurance company. I continue to have heart and circulation issues as well as difficulty with coughing, sinus problems, and fatigue. I phoned philips on (B)(6) 2021 and explained the situation and they said that my case would be escalated. I have also completed the prioritization section on their website but have been unable to get any information as to when they will send a replacement. Please help me. I have pages and pages of test results from the hospitalization and subsequent follow-up visits with different specialists that I can provide. FDA safety report ID# (B)(4).